Manufacturer narrative:
Patient codes: corrected from "no consequences or impact to patient 2199" to "no patient involvement 2645". Internal complaint # (B)(4). Autonumber # (B)(4). The hemopro 3500 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on both the cold and hot jaws were intact with no defects observed. The heater wire was observed to be flexed at the center of the hot jaw but remained attached at the tip and base. No other visual defects were observed. Based on the returned condition of the device, and the results of the investigation the reported failure mode "peeled jaw" was not confirmed, but was confirmed for the analyzed failure mode "material twisted/bent; wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro gray insulation on the jaws was off and the wires were exposed when the package of the device was opened. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro gray insulation on the jaws was off and the wires were exposed when the package of the device was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.